Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1122 "blower temperature high" error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse inspected the device and observed the 1122 error code in the error log. The investigation is ongoing.

Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, the field service engineer (fse) ran the device for thirty minutes but could not duplicate the reported issue. The fse then performed all required performance verification tests and released the device for use. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.